Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a procedure, the end of a plasmablade handpiece began to flake off. The use of the handpiece was discontinued and the surgeon continued with a bovi. There was no patient impact. The cord has been removed from the handpiece and box discarded. (B)(6) 2021. No new information.